Manufacturer narrative:
In initial report, the selection should have been "yes", the initial report is incorrect and has been corrected in this follow up. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, a patient experienced a corneal burn in the operative eye. The surgery center indicated this was the first procedure of the day as well, that the tip must have been clogged when using it in phaco mode and the lens turned white. The wound required three unplanned sutures and due to leakage of the wound, it required the surgeon to fish mouth the incision. The surgeon used resure corneal sealant and a contact bandage. The surgeon suspects the viscoelastic must have clogged the tip.

Manufacturer narrative:
Pt age: date of birth and age was not provided. (B)(4). The phacoemulsification machine and suspected handpiece was examined and tested at the customer location by an amo field service specialist (fss). The fss tested the handpiece in the surgeon¿s settings. In addition, the fss reviewed the error logs and found no relevant errors. The fss found no problems noted during physical inspection of the handpiece and found the phaco voltages were within specifications. The handpiece was tested with a straight tip and angle tip used by the surgeon. The original tip was not available for testing. No other surgeons were experiencing problems with the phacoemulsification machine or with the amo handpieces. During the evaluation of the unit, as part of the field service checklist, the fss found the batteries were not working properly on the remote control and were replaced. The remote control is not part of the original complaint and did not contribute to the event. The fss stated the contacts at the site location stated that the system had been used in multiple surgeries on several days following the incident with the suspected handpiece by the same surgeon and other surgeons without any issues. In addition, an amo phaco specialist recommended for future use to program the unit for whitestar (ws) upon occlusion in sculpt mode or to use a submode of epi when in phaco mode. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to amo has been submitted.